Event description:
Customer reports of not being able to remove battery cap. Customer states when attempts are made to remove battery cap, it chips and breaks away in pieces. Customer's blood glucose was 50 mg/dl. Customer also reports to have being released from the hospital due to a stroke. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.